Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) was damaged from front due as it was dropped. No patient was involved.

Manufacturer narrative:
Due to chaaracter limit in e1, full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and found damage to pump console case and internal pressure hose was cut. Replaced damaged console case, wheels and handle. All functional and safety checks performed to meet factory specifications.

Manufacturer narrative:
Updated fields: b4,g1(contact person ¿ mfg site),g3,g6,h2. Corrected fields: h6(investigation conclusions,component codes).